Event description:
It was reported that the patient was revised due to the tibial component subsiding medially and forcing the patient into a varus deformity.

Manufacturer narrative:
Evaluation summary: surgical notes were not provided. Images of an x-ray screen were provided but actual x-rays were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. It is not suspected that the product fails to meet specification. The investigation could not verify or identify any evidence of product contribution to the reported problem. A field action was conducted in which zimmer strongly recommends the use of a drop down stem extension in conjunction with the baseplate. The device in question was implanted prior to this field action. A definitive root cause cannot be determined with the information provided. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.